Event description:
It was reported that a patient underwent a childbirth procedure on (B)(6) 2024; and a suture was used. When the needle passed through the tissue during perineal suture, the suture broke immediately. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/27/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received, one needle suture in two sections that pertain to the product code vr945. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and it was noted broken in two sections. The ends of the suture pieces were observed to be cut, probably caused by a surgical instrument. In addition, elongation and body fluids were noted on the strands. The product code vr945 contains an absorbable suture. As the sample was received open, and the time of exposure to the environment cannot be determined. Due to the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received one unopened sample that pertained to the product code vr945. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.